Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was the pump touchscreen cracked and pump was not functional. Customer's blood glucose was within range (value not provided). Reportedly, customer reverted to using another pump for insulin therapy.